Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the ground bond performance specifications indicating a high resistance value between the hc and ground bond on the power supply.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation) functional test but failed the rite electrical ground bond test with a reading of 0.107 ohms. The pal (product analysis lab) evaluated the device. The device powered up with no errors. Ground bond measurement resulted in a reading that was within specification, 0.060 ohms. The door post set screw was tightened and the resistance dropped to 0.018 ohms. Visual inspection revealed no evidence of lock tight on the door post screw. Pal?s initial ground bond reading was within specification, the resistance drop observed after tightening the screw indicated the door post was loose. The cause for rite test failure - ground bond was determined to be a loose door post. A review of the device's service history record was performed and no issues were identified that may have contributed to the rite failure. A review of the previous service record shows the device had passed all required tests and calibrations. No issues were identified that may have contributed to the issue of failed ground bond test. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.